Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Following percutaneous transluminal angioplasty (pta) of an unknown lesion, the saber balloon catheter was removed once and an attempt was made to reinsert the device but it got ¿stuck¿ with the sheath and ¿never came out¿. There was difficulty removing the balloon catheter from the sheath. The saber was exchanged for a new saber (8x20mm). The procedure was finished successfully. There was no reported patient injury. The target lesion was mildly calcified and tortuous. The rate of stenosis was unknown. The device prepped normally (i.e. Maintained negative pressure). The brand of contrast is unknown but the contrast to saline ratio was 50:50. An inflation device used is unknown but the same indeflator was used successfully with other devices. The saber was inserted into a sheath introducer (4f4.5cm britetip, cordis). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The device inflated without any problem. The catheter was never in an acute bend and did not kink while being used. It was easily removed from the vessel. The balloon re-wrapped properly and did not kink while being used. It was intact when removed from the patient. It is unknown if the new saber was inserted into the same sheath. The device was returned for analysis. A non-sterile saber 8mm4cm 90 catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon was received partially deflated. The balloon was inspected under vision system and a kink was found. Od of balloon proximal seal was measured and results were found within specifications. A lab sample syringe filled with water was attached to a lab sample 4f csi via stopcock port and it was successfully flushed. Also, flushing was successfully performed on the received saber 8mm4cm 90. Then, as indicated, insertion/withdrawal test was performed. The saber 8mm4cm 90 was passed over a lab sample guide wire with the intent to be passed as a single unit through the lab sample 4f csi. However, resistance was felt / experienced due to the partially deflated and kinked condition of balloon as received. Review of lot 17047354 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿pta catheters-pta system-withdrawal difficulty-through guide/sheath¿ and the complaint reported by the customer as ¿pta catheters-pta system-impeded ¿ were confirmed since functional test could not be successfully conducted due to resistance felt/ experience during functional analysis of the received saber. The exact cause of the conditions found could not be conclusively determined. Based on the information available for review, the device performed as intended during the initial insertion and inflation. Procedural factors (resertion of the device through the csi) may have contributed to the kinked condition and partial deflation of the device leading to the difficulty experienced by the user. Neither the DHR nor the analysis suggest a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.

Event description:
Following pta of an unknown lesion with a saber balloon catheter, ¿after removing the saber once, it was attempted to be inserted into the sheath again, but it got stuck with the sheath and never came out. Furthermore, there was difficulty in removing from the sheath. Therefore, the saber was exchanged for another new saber (8x20mm). The procedure was finished successfully. There was no reported patient injury. The target lesion was unknown. It was mildly calcified and tortuous. The rate of stenosis was unknown. . A saber was inserted into a sheath introducer(4f4.5cm britetip, cordis) and inflated without any problem. The product was clinically used. And it will be returned for analysis.

Manufacturer narrative:
The device prepped normally (i.e. Maintain negative pressure). The brand of contrast is unknown but the contrast to saline ratio was 50:50. An inflation device used is unknown but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend and did not kink while being used. It was easily removed from the vessel and from the other devices. The balloon re-wrapped properly and did not kink while being used. It was also intact when removed from the patient. It is unknown if the new saber was inserted into the same sheath. Additional information is pending and will be submitted within 30 days upon receipt.